Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the exact cause of the device issue cannot be determined. However, stent thrombosis is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event. This is report 2 out of 3 filed for this event.

Event description:
It was reported that post ballooning dilation of two implanted stent (subject device) to treat the stenosed right vertebral artery, vessel dissection occurred followed by in-sten thrombosis. The physician administered ozagrel to dissolve the in-stent thrombosis without neurological deficit to the patient. In the physician's opinion, the vessel dissection was due to the post-dilatation of the stented area which ultimately contributed to the in-stent thrombosis. No further information is available.

Manufacturer narrative:
This report #2 of 3 filed of this event . The subject device is not available.

Event description:
It was reported that post ballooning dilation of two implanted stent (subject device) to treat the stenosed right vertebral artery, vessel dissection occurred followed by in-sten thrombosis. The physician administered ozagrel to dissolve the in-stent thrombosis without neurological deficit to the patient. In the physician's opinion, the vessel dissection was due to the post-dilatation of the stented area which ultimately contributed to the in-stent thrombosis. No further information is available.